Event description:
It was reported that while using night aligners,the patient had the right side of teeth closing before the left side of teeth and when chewing food, the right side teeth bit down first. Also, the patient can't nibble on food with the front teeth because they're too low.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.